Event description:
It was reported to medtronic neurosurgery peritoneal catheter broke and the entire system was removed and replaced with a new strata system. It was also reported that the patient is in good condition.

Manufacturer narrative:
The valve was patent. The valve did not meet requirements for the siphon, reflux, preimplantation, and leakage testings. It also did not meet all of the requirements for the pressure-flow testings. There was a small tear on the top of the reservoir chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as a lot number was not provided.